Event description:
The instrument was used during a lobectomy. On the first firing on the lobar branch of the superior pulmonary vein, the tlv30 produced no staples. The surgeon cut the vessel prior to knowing this. Surgeon was able to control the bleeding and ligated vessel with suture. No buttressing material used. 8/26/96, the rep reported the device was reloaded and fired and worked fine.